Event description:
It was reported that a patient underwent an unspecified ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium and post procedure the bwi product analysis lab identified that the hemostatic valve was missing. The detachment of the valve was not reported when the customer initially reached out to bwi, so details regarding how the detachment happened are not available. During the procedure, the medical team identified an obstructed dilator. The sheath could not be irrigated due to the unseen occlusion. The physician did not identify any material obstructing the sheath; however, the physician chose not to force their way through. The noted resistance didn't result in any notable damage at the time. No further details were provided regarding a resolution to the event. No patient consequences were reported.

Manufacturer narrative:
E1 initial reporter address line 1: (B)(6). Device evaluation details: the device was returned to biosense webster (bwi) for evaluation. The returned device's visual inspection and functional tests were performed following bwi procedures. Visual analysis revealed that the hemostatic valve was not found inside the device. The hemostatic valve detachment could be related to the dilator wrongly introduced; however, this could not be conclusively determined. Also, functional tests were performed on the dilator: the guidewire was introduced, and the dilator was irrigated; no obstruction was encountered. A device history record evaluation was performed for the finished device number lot 50000106, and no internal actions related to the complaint were found during the review. The event reported by the customer was not confirmed, as the dilator was not found obstructed. The hemostatic valve missing was unrelated to the event reported. Regarding the hemostatic valve, the optimal device performance guide (odp) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. All devices are manufactured, inspected, and released to approved specifications as part of the quality process. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).